Manufacturer narrative:
Unit received with cracked and detached end cap. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
It was reported that the customer's insulin pump has cracks and when the customer attempts to deliver a bolus the insulin pump will push the motor out of the case. Customer's blood glucose level at the time 140mg/dl. Advised insulin pump would be replaced. No additional information was provided.